Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving an alert of high, out of range high voltage lead impedance. The patient had a heart failure episode during the same period. A month later, the impedance was stable and within range. The patient was in good condition and will continue to be monitored.